Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system failed to flag for lymph blasts on one patient sample. It was detected during routine random scanning of peripheral blood smears. The erroneous differential results were not reported out of the laboratory. There was no death, injury, or change to patient treatment.

Manufacturer narrative:
The patient sample was collected in a 5ml hemogard tube, stored at room temperature and analyzed fresh. The controls were run before and after the event and recovered within range. The instrument is currently performing within quality control (qc) specifications with respect to controls and reproducibility. An analysis of the raw data provided the following: the sample has lymph blasts, according to the manual review. The algorithm does not set suspect or review flags, since the histograms of the sample do not show significantly abnormal patterns. The statistics of populations are within normal range. The neutrophil and monocytes populations are touching each other, but it was not significant enough to set a flag. Service was not dispatched for this event. The root cause is the sample histograms do not show significantly abnormal patterns for the algorithm to set suspect or review flags.